Manufacturer narrative:
An olympus field service engineer (fse) was dispatched. The fse confirmed that the lid was cracked. The fse replaced the lid. The cover was not removed so an electrical safety check was not required. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause was not determined. Probable causes are that the lid was contacted by a scope when it was closed and/or something hard hit the lid causing the damage.